Manufacturer narrative:
Medtronic received the following information from the journal article entitled; image fusion guidance for in situ laser fenestration of aortic stent graft for endovascular repair of complex aortic aneurysm: feasibility, efficacy and overall functional success. Thomas leger, vania tacher, marek majewski, joseph touma, pascal desgranges, hicham kobeiter. Cardiovascular and interventional radiology 2019 https://doi.org/10.1007/s00270-019-02231-8. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for complex endovascular aortic repair, and laser assisted in situ fenestration of the stent grafts was carried out during the procedure. Heli-fx guide catheters were used to guide the laser probe during the procedures. The following events were reported: serious injury- ischemia respiratory failure multi-system failure cardiac failure dissection stenosis renal failure re-intervention